Manufacturer narrative:
(B)(4). Date sent: 8/29/2016. Batch # n90l93. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw causing one pear shape clip and 1 unformed clip, after that 10 clips were properly fed and formed; finally, the device locked out as intended but the orange indicator did not show up; please note this finding is not related with the incident reported. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incidents. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: you stated in the event description that clips were not closed properly. However, did the clips fall off of the vessel or tissue they were applied to? Customer meant that clips didn¿t close well during surgery. No more information.

Event description:
It was reported that during a gallbladder procedure, the clips were not closed properly. Risk of post-op biliary fistula. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.